Event description:
On 5/6/1998 the mayfield head clamp was applied to the pt cranium and attached to the table attachment. The pt's had slipped/moved and the pins came out of the skin causing a small laceration at one pin site. This required one suture. The head rest was removed and another one used.